Manufacturer narrative:
(B)(4). Batch #: v9659c. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap hysterectomy the titanium tip was broken after about 5 minutes of intermittent use . After the titanium tip was broken, the doctor found the defect of the cutter head, and immediately searched in the abdominal cavity to find the broken end and take it out from the abdominal cavity in time.